Event description:
After using the multi-band ligator for banding of esophageal varicies, after all the bands had been deployed, the barrel detached from the tip of the endoscope into the pt's esophagus. The barrel was retrieved using forceps.